Event description:
There were no reports of patient harm. However, no additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the investigation findings. Updated fields: h2 corrected fields: a2, a4, a5, a6, b6, b7, e3, h6, h11 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit screen was fuzzy, and noisy image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a fuzzy screen continuously. The issue was found during inspection for use. There were no reports of patient involvement.